Event description:
It was reported that the external pulse generator (epg) presented with intermittent self-test error 0004. The epg was returned for service. Techical support (ts) emailed return instrument form. There was no patient involvement .

Event description:
It was reported that the external pulse generator (epg) presented with intermittent self-test error 0004. The epg was returned for service. Technical support (ts) emailed return instrument form. There was no patient involvement .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Analysis did find that the cover was broken and the atrial output connector was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.